Manufacturer narrative:
The customer was sent a pump in style advanced breast pump as a replacement for the freestyle under the direction of her lactation consultant. The product was received and evaluated - see attached evaluation. The customer's complaint of low suction was confirmed and it was determined to be the result of dirty/residue on components. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that she had low suction with the freestyle breast pump. Mom reported having mastitis for shich she was treated by a physician with antibiotics.